Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of the monitor sn (B)(4) has been completed. Upon eval, the monitor failed a pulse test. The cause for the pulse test failure was broken leads on high-voltage capacitor c22 on the defibrillator board. The root cause for the broken leads on c22 would not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact design change to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.